Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s pump was exchanged on (B)(6) 2015 due to hemolysis. The patient subsequently expired on (B)(6) 2015 with the cause of death reported as multi-organ failure. Additional information was requested, and it was reported that the patient¿s death was not device related. The hospital staff declined to provide any further information.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation partially surrounding the inlet stator bearing cup. This deposition¿s lack of lamination indicates that the deposition originally formed elsewhere; however, the deposition¿s area of denaturation indicates that the formation was present while the pump was supporting the patient. Examination of the proximal side of the outlet stator revealed a deposition partially surrounding the bearing ball. Although this deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator, its areas of denaturation adjacent to the bearing ball, as well as the contact marks exhibited on the tapered portion of the rotor, indicate that it was present while the pump was supporting the patient. A deposition of tissue like clotted blood was also noted on the tapered portion of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. Although a cause for the development of these thrombi could not be conclusively determined through this evaluation, these depositions would have contributed to the patient¿s reported hemolysis. Additionally, it was communicated that the patient expired 6 days after the pump was exchanged; however, the patient¿s death was reportedly not device related. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope, and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. The instructions for use lists pump thrombosis as a potential adverse event associated with use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year. The exchanged pump was returned for analysis. The evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.